Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needles rear cannula was broken. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the rear cannula end is broken.

Manufacturer narrative:
H.6. Investigation: customer returned one (1) used 32gx4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported rear cannula end is broken. The returned pen needle was examined, and it was observed that the patient end (pe) cannula was bent and the non-patient end (npe) cannula was broken. No evidence of manufacturing defect was observed on the sample. Since the pen needle was returned after use, and no manufacturing defects were observed, the probable cause of the bent pe cannula and broken npe cannula is user error when using the pen needle. User error when attaching the pen needles to a pen injector may result in a broken npe cannula. User error when removing the inner shield (removing the shield obliquely) may result in a bent pe cannula. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ pen needles rear cannula was broken. This was discovered during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that the rear cannula end is broken.